Manufacturer narrative:
Review of the device history record and shipping inspection report of the involved product/lot# combination confirmed that no deviation nonconformity related to the event was found. Visual inspection of the actual sample did not find any anomaly, including a kink in its appearance. Magnifying inspection of the platinum coil section did not find any anomaly. Magnifying inspection of the stainless steel coil section did not find any anomaly. Magnifying inspection of the shaft did not find any anomaly including the peeling of the outer layer. The outer diameters of the platinum coil section, the stainless steel coil section and the shaft were measured and met specification. An attempt was made to insert the distal end of the actual sample into the hub of a factory-retained central circulatory system micro catheter and it was confirmed that the actual sample could be inserted into the headway 17 over the entire length. During the investigation, the actual sample was confirmed to have no anomaly. In addition, no anomaly was noted in the relevant production records. From the available information, the cause of this complaint could not be determined definitely. H11 - corrected data: (a1).

Manufacturer narrative:
The device was returned to the manufacturer and will be shipped to the manufacturing site for product evaluation. The investigation is currently underway.

Event description:
It was reported that after removal from the package, the guide wire appeared to be delaminated. The device was not used in the patient.